Event description:
It was reported that during a surgical procedure at the user facility, the light from the helmet disconnected and burned the surgeon's forehead. The procedure was completed successfully without a clinically significant delay or patient involvement. The user facility was not aware of any medical intervention.